Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.